Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Product specialist (B) (6) and ip (B) (6) was looking at the new tap sleeve of the oasys set together with the hospital technician. While carefully adjusting the tap sleeve to the tap a couple of times, the spring fell out of the tap sleeve.